Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, physician indicated the device does not react to magnet like other devices. Magnet application, as per physician, does not result in usual response, ventricular pacing is not as obvious. The ipg remains in use. No patient complications have been reported as a result of this event.